Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing on the lead was observed. Chest x-ray found the lead had dislodged. Lead was capped.